Event description:
A surgeon reported that after a cataract surgery, five patients developed intraocular toxic reaction. This report is for the male patient that underwent surgery in (B)(6). The affected eye was the left eye (os). After surgery, this patient presented white membranes in the pupil area, hypopyon, precipitate in the vitreous body and loss of visual acuity. The patient did not present other signs of infection such as tearing, pain or red eye. The surgeon reported that the patient developed hyper cellularity in the anterior chamber followed by 1.2 mm hypopyon and vitritis one day after surgery. During the surgery, the cornea was clear. The bss was supplemented with 1% adrenaline. The iol was implanted in the bag and sutures were not required. This was the first surgery of the day and laster 20 minutes. Right after the surgery, the wound did not leak and seidel test was negative. The patient was hospitalized. The event lasted 10 days and it was resolved with antibiotics (vancomycin a.I, ceftriaxone a.I, metronidazole a.I) and corticoids (methylprednisolone sodium succinate a.I) treatment. The surgeon also provided the cleaning/sterilization procedure performed at the hospital. Additional information has been requested but not received to date. This is one of five medical device reports.

Manufacturer narrative:
The device was received by a company representative and is in transit to the manufacturing site for investigation. Investigation, including rot cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Addition information has been requested by not received to date. (B)(4).